Event description:
It was reported that the screwdriver broke as the set screw was being loosened because it had been overtightened. The broken piece was retrieved from the surgical site with no complications or injury to the patient.